Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving inaccurate low reading of 6.2 mmol/l (112 mg/dl) compared an unspecified lab result. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with self adjusting insulin. The reported low reading began a week ago in the night. Based on the low reading, the patient managed his diabetes by eating more food. Four hours later, the patient reportedly woke up in a sweaty and was soaking. The patient had some honey at the time of concern. There was no report of any hcp treatment at the time of concern. During troubleshooting, the patient verified the unit of measurement was correctly set. The patient was obtaining blood samples from the approved site. This complaint is being reported because, the patient had symptoms and treatment suggestive of hypoglycemia after he obtained the allegedly inaccurate reading on the subject meter. The lfs products were replaced and requested to be sent back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.